Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that the valve of an unknown mentor saline prosthesis ruptured while being implanted during a procedure. As a result, the device was explanted. No additional information is available at this time, if additional information is made available in the future, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was received on 5/20/2019. The procedure being performed was a primary breast augmentation. The impacted product, initially reported as an unknown mentor saline prosthesis, was a mentor smooth round moderate profile 475cc saline prosthesis. Section d has been updated with all available information. The investigation of the returned device was completed by the failure analysis lab on 6/17/2019. A manufacturing record evaluation (mre) was performed for the finished device number 6999586, and no non-conformances related to the reported complaint were identified. Device evaluation summary: according to the information received a defective valve (intraoperative) was reported. During analysis of the sample a rupture measuring approximately 2.9 cm was observed on the anterior view. Microscopic examination was performed. No evidence of instrument damage was observed. No other anomalies were observed. Microscopic examination of the edges of the rupture not provide conclusive evidence of what could be the root cause. The condition observed on the returned sample might be related to an excessive force applied to the device, this cannot be conclusively determined, as rupture is a known complication associated with these devices and is referenced in the product insert data sheet. The IFU states ¿not to manipulate (i.e., squeeze) the valve excessively, which may cause valve leakage¿. However, this cannot be conclusively determined. The reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).